Event description:
It was initially reported due to complications and infection, the pt's pump and stimulation devices were removed. Add'l info received confirmed in june, 2007, the pt was hospitalized due to hypotension. Drainage was noted from both the pump and ipg sites which had been going on for about two weeks. Infectious disease was consulted and it was recommended both systems be removed. The pt recently underwent implantation of a new pump device. There is no plan to implant a new stimulation system. See MFR report #2182207200805289.